Manufacturer narrative:
The spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The spinalpak stimulator compliance data was downloaded on (B)(6)2024. The compliance data indicates the unit treated for 0 days 15 hours and 55 minutes. Review of the DHR indicates that unit was manufactured on june 6, 2024. There were no non-conformances or deviations reported on the DHR and a copy is included in the product information section. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. The measured output period was 16.42 usec (specification - output period from 15.2usec ¿ 18.5usec) ¿¿pass¿. The measured output amplitude was 6.2 vpp (specification - output amplitude from 5.4vpp ¿ 6.4vpp) ¿¿pass". All tests/inspections were completed using tektronix oscilloscope ID (B)(4) with calibration due on (B)(6) 2025; and tf1930 s/n (B)(6) with a calibration due date of (B)(6) 2025. Test/inspections were completed by the quality department on (B)(6) 2024. Review of complaint history identified (B)(4) total complaints from ((B)(6)2023) to ((B)(6) 2024) for pn (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. The failure was not confirmed for the reported condition of the "experienced pain". The unit was tested and the unit stopped beeping when the dummy load was entered. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient got a headache on the left side of the head within half an hour of treating with the device. The nurse practitioner told the patient to remove the unit. About 10 to 15 minutes later, the headache went away. The patient described the pain level as an 8 or 9 out of 10. The patient later reported that she spoke with her surgeon at a follow up appointment regarding the headaches and was told to discontinue use. No further information was provided.

Manufacturer narrative:
The product was returned but product evaluation has yet to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient got a headache on the left side of the head within half an hour of treating with the device. The nurse practitioner told the patient to remove the unit. About 10 to 15 minutes later, the headache went away. The patient described the pain level as an 8 or 9 out of 10. The patient later reported that she spoke with her surgeon at a follow up appointment regarding the headaches and was told to discontinue use. No further information was provided.